Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced two events of infusion set crimped cannula on (B)(6) 2024 . Patient noticed symptoms within three hours of insertion. The site of insertion was abdomen for first event and thigh for second event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.